Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for recurring low flow alarms. The patient was evaluated with an echocardiogram (echo), an x-ray, and a computed tomography (CT) scan. The patient was stable, but experienced 25 low flow alarms per day, so the doctor requested the low flow threshold to be adjusted to 2.0. After evaluation, it was noted that the heart and pump settled into a position with the inflow cannula directed towards the anterior wall of the left ventricle. The doctor re-evaluated the patient and decided to perform a thoracotomy approach surgery on (B)(6) 2021 to reposition the heart and pump into a better position to maintain optimal flows. This surgery resolved the low flow alarms and the patient's low speed limit was adjusted to 4700rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, the account attributed the recurring low flow alarms to the inflow of the pump pointing towards the anterior wall of the left ventricle. The system controller log file contained data from 09:36:16 to 14:48:41 on (B)(6) 2021. The log file captured several low flow events associated with elevated pi which persisted for long enough to trigger an audible/visual alarm. The pump appeared to operate as intended at the set speed. Low flow software was installed on the patient¿s system controllers to reduce the low flow threshold. The account reported that surgical intervention to reposition the heart and pump has resolved the recurring low flow alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this report.